Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the g4 symbol remained a yellow triangle after a successful flush test. PICC inserters restarted the g4, and after rebooting the computer, they were able to get other symbols, including the green arrow, red 'do not enter,' and blue bullseye." The patient had no harm or injury.

Event description:
It was reported "the g4 symbol remained a yellow triangle after a successful flush test. PICC inserters restarted the g4, and after rebooting the computer, they were able to get other symbols, including the green arrow, red 'do not enter,' and blue bullseye.". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).